Event description:
It was reported that a malfunction alarm occurred, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and after the reset, the malfunction code did not recur. The customer continued to use the pump for insulin therapy.